Event description:
It was reported that the orange shell cracked during use. Changed the new one to complete surgery. No additional information could be provided. No patient consequences reported.

Manufacturer narrative:
(B)(4), date sent: 10/10/2023, d4: batch # 944a77. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No consequences. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 7 double drivers missing, and 3 double drivers out of position, making the reload non-functional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 944a77, and no non-conformances were identified.